Event description:
It was reported that when using the bd pyxis¿ es server, the stock out reports was not printing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stock out reports was not printing. A technical support specialist (tss) dialed into the medstation enterprise server, accessed the database management system, and reviewed bulletin history, confirming that the bulletin had successfully printed to the delivery location. The tss then navigated to the printer settings, identified that the affected printer was showing as offline despite successful network connectivity, and verified access to the printer interface through its network address. The tss reviewed the printer port configuration, found that simple network management protocol status was enabled, and disabled it based on the relevant guidance. The tss explained that this adjustment allowed the system to rely on the local print queue status, monitored the print queue draining successfully, confirmed with the customer that printing resumed as expected, and identified that the issue had been caused by printer configuration showing an offline status, which was resolved after reconfiguration. The system functioned as intended after technical support specialist troubleshot the device.